Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient did not had any clear distance vision but the patient can read and drive well. Additional information received and stated that, patient had significant des (dry eye syndrome) since surgery and they've given him corticosteroid and lubricant drops. The patient sought out another opinion and they said all looks good and centered. The patient will focus on dryness first, then on to another opinion for possible iol exchange in the future. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. No sample was returned for analysis. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.4., b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the patient vision was better with glasses before surgery. The patient stated that, was not presented with this brochure prior to surgery. The surgeon's office has been non-responsive. The patient requested if needing to wear glasses now to watch tv clearly would be considered abnormal given the implants.